Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 500 mg/dl and 336 mg/dl which was treated by insulin pump. Customer stated that sensor could not fight signals and transmitter did loss communication with insulin pump. Insulin pump will not be returned for analysis.